Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and pregnancy with contraceptive device ("pregnancy / pregnancy (no complications) / failure to occlude (close) fallopian tube(s") in a 42-year-old female patient who had essure (batch no. A36526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 015, (B)(6) 1994 and (B)(6) 1992) and asthma. Previously administered products included for an unreported indication: ibuprofen and benadryl. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as medroxyprogesterone acetate (provera). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 2 years 7 months after insertion of essure, the patient experienced back pain ("low back pain") and arthralgia ("hip pain"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy, total hysterectomy) and surgery (on (B)(6) 2015 underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, back pain and arthralgia had not resolved and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered arthralgia, back pain, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she did not experience any complications of your unintended pregnancy or delivery. She did not allege that essure caused birth defects. Trailing coils- right: 4. On (B)(6) 2015 underwent bilateral salpingectomy and on (B)(6) 2017 underwent total hysterectomy (uterus and cervix removed) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded) . Most recent follow-up information incorporated above includes: on 20-jun-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), low back pain, hip pain", reporter, lot number, lab data added from pfs. Concomitant and historical drug added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and pregnancy with contraceptive device ("pregnancy / pregnancy (no complications) / failure to occlude (close) fallopian tube(s") in a 42-year-old female patient who had essure (batch no. A36526-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (B)(6)2015, (B)(6)1994 and (B)(6)1992) and asthma. Previously administered products included for an unreported indication: ibuprofen and benadryl. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as gabapentin, hydrocodone, lisinopril and medroxyprogesterone acetate (provera). On (B)(6)2012, the patient had essure inserted. On (B)(6)2015, 2 years 7 months after insertion of essure, the patient experienced back pain ("low back pain") and arthralgia ("hip pain"). On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy, total hysterectomy) and surgery (on (B)(6)2015 underwent ablation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved, the menorrhagia, back pain and arthralgia had not resolved and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6)2015. The reporter considered arthralgia, back pain, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she did not experience any complications of your unintended pregnancy or delivery. She did not allege that essure caused birth defects. Trailing coils- right: 4. On (B)(6)2015 underwent bilateral salpingectomy and on (B)(6)2017 underwent total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 19-oct-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and pregnancy with contraceptive device ("pregnancy / pregnancy (no complications) / failure to occlude (close) fallopian tube(s") in a 42-year-old female patient who had essure (batch no. A36526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2015, (B)(6) 1994 and (B)(6) 1992) and asthma. Previously administered products included for an unreported indication: ibuprofen and benadryl. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as gabapentin, hydrocodone, lisinopril and medroxyprogesterone acetate (provera). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 2 years 7 months after insertion of essure, the patient experienced back pain ("low back pain") and arthralgia ("hip pain"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy, total hysterectomy) and surgery (on (B)(6) 2015 underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved, the menorrhagia, back pain and arthralgia had not resolved and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered arthralgia, back pain, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she did not experience any complications of your unintended pregnancy or delivery. She did not allege that essure caused birth defects. Trailing coils- right: 4 on (B)(6) 2015 underwent bilateral salpingectomy and on (B)(6) 2017 underwent total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded) . Most recent follow-up information incorporated above includes: on 5-oct-2018: plaintiff fact sheet- event she did not performed essure confirmation test and she recovered from the events pelvic pain and vaginal bleeding. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.